Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number : (B)(4); batch/lot number: 16385854; model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient had high impedances. The patient had several falls that subsequently damaged the leads. The patient underwent replacement procedure. No device malfunction was suspected.